Event description:
It was reported that the customer was having issues and had to use a lot of insulin, almost twice amount of insulin than he would normally use. The caller believes that something wrong happened with the insulin pump. Instructed the customer to remove the reservoir from the device, separated the tubing from the reservoir, reconnected, and then primed; the insulin was coming out. The customer stated that he had to do many boluses and the blood glucose reading was still running high. The blood glucose level was going from 6.7 up to 14mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.